Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The reported potential discrepant vitamin d results was most likely due to an operational system alert of pretreatment reagent switching from pretreatment one (1) to two (2) occurring same time samples were run. This likely contributed to the results being skewed and questioned. The following runs completed without issues.

Manufacturer narrative:
A complaint history review and service history review was performed for serial number (B)(6) from the install date of 24oct2024 through aware date of event for similar complaints. There were no other similar complaints found during the searched period. A 13 month complaint history review and lot history review was performed for vitamin d lot number f31b741 through aware date of event for similar complaints. There were no other similar complaints found during the searched period. A 13 month complaint history review and lot history review was performed for vitamin d pretreatment lot number ez0b791 through aware date of event for similar complaints. There were no other similar complaints found during the searched period. The analyte application manual (aam) for vitamin d states the following: procedure I. Pretreatment procedure all samples (serum, plasma, controls, and calibrators) require pretreatment prior to assaying on the tosoh aia system analyzer. On the aia-900 and aia-2000, pretreatment is performed automatically using the parameters defined in the test file. Refer to the tosoh aia system operator¿s manual for additional instructions regarding pretreatment procedure. 1. Bring all pretreatment reagents and samples to 18 - 25 °c. 2. Using a volumetric pipette or a calibrated adjustable pipette, dispense 5 ml of the st aia-pack 25-oh vitamin d pretreatment-1 into a barcoded reagent vial for pretreatment-1. 3. Place the pretreatment-1 reagent vial and st aia-pack 25-oh vitamin d pretreatment-2 in the designated positions on the reagent cassette. 4. Place the appropriate amount of sample cups / primary tubes, aia-pack sample treatment cups, st aia-pack 25-oh vitamin d test cups and st aia-pack 25-oh vitamin d conjugate on the instrument. Limitations of the procedure do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 25-oh vitamin d, the highest measurable concentration of 25-oh vitamin d in specimens is 120 ng/ml, and the lowest measurable concentration in specimens is 4 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 165 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 120 ng/ml. Heterophile antibodies are known to interfere in assays of this type. St aia-pack 25-oh vitamin d has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. The most probable cause of the reported event could not be established.

Event description:
A customer reported potential discrepant vitamin d results on the aia-2000 analyzer. The customer stated the three (3) different patient samples with results of 4.2ng/ml, 5.7ng/ml, and less than low (<l), were reported out and questioned by the patient¿s physician. The samples were ran using vitamin d test cup lot number f31b741 and pretreatment lot number ez0b791. The customer reran all previous vitamin d samples, and results were acceptable. While the customer was reviewing the error log, they noticed a system alert had occurred to advise the pretreatment reagent was switching from pretreatment one (1) to two (2); about same time samples were been run. Technical support specialist (tss) explained to the customer that the alert was not an error and could have contributed to the results being skewed and questioned. The customer confirmed that all samples after the switch, ran with no issues. The patients with the failed samples had blood redrawn and retested. No further actions required from tosoh. The aia-2000 analyzer is operating as intended. There was no patient harm or treatment change due to incorrect result.